Manufacturer narrative:
Further information has been requested but no response has been received by the user facility. No ventilator logs have been provided and no service on the ventilator has been requested by the hospital. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #: (B)(4).

Event description:
A user facility medwatch (ref # mw5090305) was received stating that: "blank to wave forms and settings. Touch screen was unresponsive to touch and alarms would not silence. Ventilator was removed from pt use and removed from service." Manufacturer's ref #: (B)(4).